Event description:
It was reported that the device was explanted after the patient received multiple inappropriate shocks. No further patient complications have been reported as a result of this event.